Manufacturer narrative:
The reported oad and guide wire were received for analysis. The guide wire was engaged on the device, and the oad driveshaft was fractured at the distal edge of the crown. Scanning electron microscopy identified fatigue striations at the site of the fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause is undetermined. No damage was observed on the guide wire. The guide wire passed through the oad driveshaft and handle with no resistance. When tested, the oad spun on all speeds and functioned as intended. At the conclusion of the device analysis, the reported event of a driveshaft fracture was confirmed. The coronary oas instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID #: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the left main into the left anterior descending coronary artery (lad), and an ostial circumflex lesion. The left main and lad lesion was treated with no issues. Three distal to proximal treatments were performed in the 99% stenosed, ostial circumflex on low speed. The circumflex came off the left main at an 80-90 degree angle. During the last treatment pass, the driveshaft fractured proximal to the crown. The driveshaft fragment remained on the guide wire, and the wire pulled the fragment back into the guide catheter, and everything was removed. The lesion was rewired, and the procedure was completed with pre-planned balloon angioplasty and stent placement. No patient complications were reported.